Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed by alternate testing method (method unknown). Procedural improvement suggestions were given which helped the customer.

Manufacturer narrative:
Investigation conclusion: review of customer data show that the positive results have amplification curves that look normal and appear to be true positive. A quidel representative visited the site and suggested procedural improvements to assist with testing. Root cause: unable to determine. Source: phone.